Event description:
It was reported that during an unspecified treatment stenting procedure stent damage occurred. The vessel localization was not reported. An omega stent 16x3.00mm was implanted and postdilated with an nc quantum apex balloon. During dilation a longitudinal stent deformation occurred in the proximal end on about 3-4 mm. A new post-dilation in proximal area was performed with good final results. The patient remained stable and no further complication has been reported. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).